Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty getting satisfactory psa measurements which then caused the physician to re-position the ventricular lead multiple times. The physician had difficulty re-inserting the stylet into the lead and difficulties screwing and unscrewing the lead. The physician elected to remove the lead and use a new one. The lead was successfully secured and sutured.